Manufacturer narrative:
Updated fields: h4, h6 and h10 . This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause was not established. However, it is possible customer handling and expected wear contributed to the reported malfunction. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
While inspecting a returned olympus evis exera ii ultrasound gastrovideoscope loaner device, a gap was discovered in the adhesive between the acoustic lens and ultrasound probe. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, there was a gap discovered in the adhesive between the acoustic lens and ultrasound probe. There were several other forms of wear and tear noted throughout the device. These include, but are noted limited to: scratches, cracks, material deformation, and peeling. If additional information becomes available following the device evaluation, a supplemental report will be filed.